Manufacturer narrative:
(B)(4). A2: year of birth: 1979. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 2 weeks post implantation of a 3d hindfoot cage, the patient underwent an unplanned irrigation and debridement due to chronic leg pin tract infection, and curettage of the left tibia. Attempts have been made and all available information has been provided.